Event description:
On 23-mar-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a male patient. There was no patient information, no details surrounding the event. There were multiple requests for information but to no avail. Method: date: results: positive/negative. I-stat, (B)(6) 2026, 15.9 ng/l, positive; I-stat, (B)(6) 2026, 16.0 ng/l positive; lab, (B)(6) 2026, <6 ng/l negative; lab, (B)(6) 2026, <6 ng/l negative; lab, (B)(6) 2026, <6 ng/l negative; lab (B)(6) 2026, <6 ng/l negative. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile: 90% ci: sex: n: (ng/l, pg/ml): (ng/l, pg/ml): female 490, 13, (10, 17); male 404, 28, (19, 58); overall 895, 21, (14, 30).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.